Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 467 mg/dl and current blood glucose value is 247 mg/dl. Customer reported pressure in the chest as a symptom related to high blood glucose. Customer treated with 5.5u of insulin. Customer mentioned that the drive support cap was sticking out. Insulin pump will not be returned for analysis.